Event description:
It was reported that the patient had an infected deep brain stimulation (dbs) generator cable. The outcome was resolved without sequelae on (B)(6) 2014. The lead was explanted. The event was related to the device or therapy and not related to the implant procedure. Signs and symptoms included drainage from the left lead. The severity was noted as moderate. The event resulted in in-patient hospitalization.

Manufacturer narrative:
Concomitant medical products: product ID: 3387s-40, lot# va0405a, implanted: (B)(6) 2012, explanted: (B)(6) 2014, product type: lead. Product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2012, product type: extension. Product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2012, product type: extension. (B)(4).

Event description:
Additional information received indicated examination/palpation results from (B)(6) 2014 showed an infection. Etiology was updated to incisional site/device tract, lead/extension. The event had necessitated a medical or surgical intervention.

Manufacturer narrative:
(B)(4).

Event description:
Additional information reported the mid cervical region along the course of the connecting cables had drainage and was cultured. The cultured showed a rare staphylococcus epidermis organism. The patient had a course of keflex after the surgery. No meningitis was noted with the patient. No infection was noted at the device pocket.